Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which was not implanted sub pectorally, displayed noise and oversensing on the right ventricular (rv) channel. The physician believed there may have been an issue with the header and opened the pocket for further evaluation. The physician did not indentify any issues with the device or device header but elected to replaced the device as he could not prove without any doubt that the lead was the source of the noise. No adverse patient effects have been reported.

Manufacturer narrative:
The lead has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. The out-of-specification leaf spring contact component could not be linked to the clinical observations.

Manufacturer narrative:
A review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.